Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. Caller alleged this has "occurred with many infusion sets from this box". No adverse event was reported. The infusion sets will not be returned for product evaluation.